Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced wound dehiscence, exposing the receiver/stimulator and developed an infection at the implant incision site followed by skin flap necrosis. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported), however, the issue did not resolve. The device was explanted (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.